Event description:
The medtronic urchin evo heart positioner is supposed to be rigid only when tightened in place. After loosening the device, the arm remained rigid. It did not cause patient harm, but it did not work as it should. The doctor requested it be sent back. Reason for use: CABG.